Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, pulmonary embolism). (Unknown cause of pulmonary embolism), patient's condition affected effectiveness of device (anatomy related; poor patient condition prior to implant). Conclusion: (unknown cause of pulmonary embolism), inherent risk of a procedure (death, pulmonary embolism), device failure/lack of effectiveness related to patient condition (anatomy related; poor patient condition prior to implant).

Event description:
A valiant stent graft system was implanted in a patient for endovascular treatment of a fusiform 6 cm in diameter thoracic aorta aneurysm. The patient¿s vessel morphology was not reported. It was reported that the patient expired three days post-index tevar procedure due to a pulmonary embolism. The physician stated that the patient was very sick and had only a 50 percent chance of surviving the operation. The patient elected to proceed with the procedure. The physician stated that the cause of patient¿s death was not related to the device specifically.